Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, a review of the performance, testing of a retained file reagent of the complaint lot, and a review of product labeling. Instrument log files were reviewed which identified lot number 90056li00 was used when the testing of the sample in question was performed. Therefore, the customer probably used lot number 90056li00 and this lot was investigated. Ticket searches determined there is normal complaint activity for the lot number 90056li00. Tracking and trending report review determined there are no adverse trends. Non-statistical trends were identified for the months january, february, march 2019 due to an increased complaint activity. A review of the performance of the likely cause list number and lot 90056li00 did not identify any potential non-conformances, non-conformances, or deviations in relation to the complaint issue. Testing using a retained filed reagent kit determined that the sensitivity performance is not adversely affected. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect anti-hcv, list (B)(4), that has a similar product distributed in the us, anti-hcv, list number (B)(4).

Event description:
The customer reported a (B)(6) architect anti-hcv initial result of (B)(6). Repeat result was also (B)(6). Repeat testing on another architect was also (B)(6). The sample was also (B)(6) on the mini vidas (no specific value provided). The result from cobas testing was (B)(6). Pcr viral load testing. Resulted in >12100000 cps/ml. No impact to patient management was reported.